Manufacturer narrative:
On (B)(6) 2019, mentor received additional information regarding bilateral capsular contracture baker grade unknown. On 10-oct-2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported a rupture on a breast implant and capsular contracture. During evaluation of the sample shell abrasion was noted on the posterior aspect. Within the shell abrasion, a rupture was noted, measuring approximately 4.0 cm. No other anomalies were observed. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant removal without replacement procedure concomitant products: 300cc mentor memorygel breast implant, catalog # 3503001bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a 325cc mentor memorygel breast implant and experienced postoperative left-sided rupture. The rupture was discovered during explantation without replacement surgery on (B)(6) 2019.